Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2018, during a standard follow-up, ventricular noise oversensing was reportedly observed in multiple arrhythmia episodes and a low ventricular lead impedance measurement was recorded. The subject device was explanted and the ventricular lead was abandoned inside the patient. No ventricular noise oversensing or decrease in the ventricular lead impedance was observed before implantation or when the ventricular lead was tested by a pacing system analyzer during the procedure.

Event description:
On (B)(6) 2018, during a standard follow-up, ventricular noise oversensing was reportedly observed in multiple arrhythmia episodes and a low ventricular lead impedance measurement was recorded. A lead replacement procedure is scheduled for (B)(6) 2018.

Event description:
On (B)(6) 2018, during a standard follow-up, ventricular noise oversensing was reportedly observed in multiple arrhythmia episodes and a low ventricular lead impedance measurement was recorded. The subject device was explanted and the ventricular lead was abandoned inside the patient. No ventricular noise oversensing or decrease in the ventricular lead impedance was observed before implantation or when the ventricular lead was tested by a pacing system analyzer during the procedure.

Manufacturer narrative:
The device was explanted.